Event description:
It was reported that a spectrum pump displayed the message, "occlusion detector." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification with respect to the reported "occlusion detector" message, which was not reproduced. The messages were confirmed by the presence of "upstream occlusion" messages in the event history log. No component could be identified for casualty and the pump was tested with passing results.